Event description:
Manufacturer's representative reported the pump was removed due to infection after an implant duration of 7 months. Additional information has been requested from the health care provider and a follow up report will be sent when new information is received.